Manufacturer narrative:
Batch review performed on 20 november 2020: lot 1902332: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon performed a revision thr (14 days after primary surgery) due to a proximal femoral fracture occurring post operatively. The primary stem was removed, the fracture was cabled & a quadra c stem was implanted using palacos cement. The cup and liner were not removed.